Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had to have their stimulator replaced due to a shocking sensation in their lower back and legs. It was later reported that the device was severely shocking the patient from the device location down the right leg and up the right side of their back, and that the patient turned stimulation off but this did not affect the shocking. To the patient's knowledge, no reprogramming or imaging was performed prior to device replacement. No falls/trauma/emi/activity was reported to be related to this event. This was reported to be a sudden change in symptoms. The patient reported speaking with their manufacturer representative several times since the shocking started. The shocking stopped after ins replacement. No further complications were reported or anticipated.